Event description:
Pt's family member called in 2002 alleging pt was unable to obtain a reading from their surestep meter due to "error 1" message. Pt doesn't speak english, so family member provided facility with limited info. Family member translated for pt and pt stated pt did not seek medical treatment that day. Pt took their usual amount of insulin and was ok.